Event description:
The healthcare professional (hcp) of the home pt (hp) reported the hp felt full, as if overfilled, after using the homechoice cycler for apd therapy. The hcp relates that the hp has a last fill volume of 2000mls, which remains in the peritoneum during day after completion of apd therapy. The hcp relates that the hp typically has an ultrafiltrate volume of over 1000mls during each therapy. The hp felt overfilled after receiving the last fill volume and performed a manual drain, which removed approx 3700mls of fluid. The hp subsequently requested a replacement homechoice cycler. According to the hcp, there was no pt injury or medical intervention as a result of this incident.